Event description:
It was reported that the pump battery would not charge, even after trying different outlets, charging cables, and wall adaptors. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, as it was still under warranty, and instructed the customer on the return process and storage mode for transport, but the customer declined to share what backup therapy they would use to ensure uninterrupted insulin delivery.